Manufacturer narrative:
Follow-up #2: date of submission 06/30/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/13/2016 with the following findings: review of the black box data and download history unexplained power interruptions on the date of the reported issue. On examination, the battery compartment was intact without damage or evidence of moisture. A battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation. During the investigation, the pump powered on normally without alarm. The pump was exercised for 24 hours without any power issues occurring. No overheating of the pump occurred. Electrical current draws were found to be within the required specifications. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination. Investigation did not confirm nor duplicate the complaint. Unrelated to the original complaint, a component (c24) was found to be loose from the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the distributor contacted animas, alleging the pump and the battery became warm and then the pump had no power. The reporter denied damage to pump; no crack. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/24/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/13/2016 with the following findings: review of the black box data and download history did not reveal any records related to this complaint. On examination, the battery compartment and cap were intact without damage or evidence of moisture. During the investigation, no overheating of the pump occurred. Electrical current draws were found to be within the required specifications. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination. Investigation did not confirm nor duplicate the complaint.